Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01485 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system (date of implantation unknown). According to the complainant, post-implantation, the patient experienced complications (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.